Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown reason. The lead was replaced. No additional adverse patient effects were reported. Additional information received from the field indicated this lead exhibited noise on the electrogram. A review of the device records showed that the last recorded pacing threshold measurement was elevated. This lead will not be returned for analysis.